Event description:
It was reported that customer had a no delivery alarm during a bolus. It was reported that the customer had high blood glucose levels of 572mg/dl. Customer treated with a manual injection. The customer also stated that the insulin pump makes noises when it rewinds. Troubleshooting occured, and it was determined that the customer had a set occlusion. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.